Event description:
It was reported that the foreign material was adhered on the suction port area of the evacuator.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone bulb evacuator. Visual inspection of the sample noted no obvious visual observations. There was no foreign material present on the suction port or on the device. This meet specification per inspection procedure which states, "product and package (kit) must be free from visible loose or embedded foreign matter greater than an aggregate total of 0.6mm2 or 1/16¿ in length per tappi dirt estimation chart. (Max. 3 particles). Use 10x magnification for visual evaluation prior to tappi chart." No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foreign material was adhered on the suction port area of the evacuator.